Event description:
It was reported that the atrial lead experienced an atrial lead warning, and that the ventricular lead experienced high impedance. The status of both lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.